Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified sensor scan results on the adc device. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms and had contact with a healthcare professional who obtained a blood glucose test of 67 mg/dl, 55 mg/dl, and 156 mg/dl and provided them with intravenous glucose and glucose gel for treatment. An soliqua insulin and "tristiva" medications were also prescribed. There was no report of death or permanent impairment associated with this event.